Manufacturer narrative:
Customer reported observing covid amplification in negative control material when preforming runs. Field applications team have reached out to the customer to confirm lot number of kit but no response has been logged. Field applications team reviewed run data provided by customer and noted that empty wells in customer runs were exhibiting positive fam signals. This suggests contamination is the cause of the issue encountered by the customer. Field applications team has communicated best practice and decontamination procedures. Patient status was not reported. No patient harm, injury or adverse health consequences were communicated by the customer to lumiradx for the reported event.

Event description:
Customer has observed covid amplification in the negative control material.